Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the top of the reservoir compartment has missing pieces and the o-ring was missing. The customer had to tape her reservoirs in place. The patient's blood glucose at the time of incident was 91 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage; the customer woke up and found that the reservoir compartment was damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned and replaced.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with partial reservoir tube lip, missing reservoir tube o-ring and cracked case reservoir tube window.